Event description:
During a ptca/stent procedure, while removing the guidewire from the pt, the guidewire tip fractured. The physician attempted to retrieve guidewire fragment for 3 1/2 hrs in cardiac cath lab but was unsuccessful. The pt was sent to bypass surgery and for removal of the guidewire fragment. The pt is reported as doing fine.